Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test and a33 alarm during prime/a33 test due to moisture damage inside the force sensor resistor. The motor passed the motor test and a cracked display window corner was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that the insulin squirted out during manual prime and the piston continued to move forward after reservoir contact. She stated the insulin pump was not bumped or dropped, and the drive support cap appears intact. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.